Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During posterior lumbar fixation, a boring wire (used for setting the screw of s4) broke. After setting the screw, the surgeon tried to take the wire out but he could not take it. Due to this situation, the surgeon confirmed by the image that there is a gap between setting angles of the wire and the screw. Under this situation, by the decision of the surgeon, the screw was not taken out but the surgeon tried to remove the wire using the drill with the drill chuck. However, the tip of the wire was broken and the tip fragment remained in the patient's body. By x-ray, it had been confirmed that the fragment size is about 1.5cm. The surgeon is monitoring the health of the patient, currently there is no known harm to the patient . The surgeon is not considering immediate revision to remove the fragment. It will be done only when/if the patient exhibits symptoms due to the fragment. The fragment is approximately 1.5cm in length, and is remaining in the anterior side of the vertebra (l5). According to the surgeon, he made an intra-operative decision to leave the fragment in the patient, because it was difficult to remove by posterior approach (it will take anterior approach for removal of the fragment).

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. At first, we made a visual inspection of the wire rest. We noticed, that the handle end was strongly bent and a piece is missing. The working end is still straight and in a proper condition. In the next step we investigated the fracture surface. Here we found the typical signs of a multiaxial stress condition of bending and torsion. Then we measured the complained rest of wire. Result: the wire rest has a length of 418 mm. According to the construction drawing, a piece of 22 mm is missing. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the fracture surface shows the typical signs of a multiaxial stress condition of bending and torsion. We assume that the wire was tilted during the process of screwing in the pedicle screw. A material or production related error can be excluded. No CAPA is necessary.